Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the investigation results, foreign material came out of the nozzle, could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. Based on the information obtained, the cause of the residual foreign material could not be determined. The root cause of the remained foreign material could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection chapter 3 cleaning, disinfection, and sterilization procedures¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope a foreign object came out of nozzle. There were no reports of patient involvement.